Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Through follow up edwards received information the patient underwent valve-in-valve procedure due to severe aortic stenosis. Echo confirmed severely calcified and restricted bioprosthesis. Patient was admitted for cardiogenic shock, aki, and shock liver. Patient was discharged on post operative day five.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis.many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The cause of the event cannot be conclusively determined; however, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review was not performed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one that was not confirmed through investigation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of the stenosis remains indeterminable but was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted six years, three months,. Underwent valve-in-valve procedure due to aortic stenosis. A 23mm transcatheter valve was placed inside the 23mm valve until patient is healthy enough for a mechanical valve. There was no allegation of device malfunction.